Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that right ventricular lead exhibited high capture threshold and sensing failure. The lead was explanted and replaced. No patient consequences were reported before during or after the procedure.

Manufacturer narrative:
The reported event of high capture threshold and failure to sense was not confirmed. A partial lead was returned in two pieces. Analysis was normal. No anomalies were found.